Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) and right ventricular (rv) leads were exposed to electromagnetic interference during surgery which caused the polarity switches. The leads were reprogrammed and remain in use.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Concomitant medical products: 5524 lead, implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with syncope. Upon interrogation, it was reported that the right atrial (ra) lead exhibited undefined/high impedance and low impedance. The right ventricular (rv) lead exhibited low impedance. Both leads switched polarity, from bipolar to unipolar. The leads remain in use. No further patient complications have been reported as a result of this event.